Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The product was returned and the optical signal issue was not confirmed. Failure mode is likely due to misuse of the pump and automated impella controller (aic). After testing results were observed to be very similar to complaint data, it can likely be concluded that staff did not fully snap the pt cable into the blue optical connector in the aic. The placement signal issue was use related (ex. Reading the waveforms or metrics). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the automated impella controller (aic) experienced optical signal issues that were resolved by changing to another console. No patient harm was reported.